Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Noise recorded on rv rate/sense channel. Threshold, impedance, and sensing values are all within normal limits. Lead remains implanted at this time.